Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing: this showed the device was found to pass all testing. The device was given an extended (8 hour) test using customer's reported settings and the reported issue did not occur. The reported issue was not confirmed during testing.

Event description:
It was reported that during use, the gas continued to flow on a smiths medical ventilator and did not stop even with the switch turned to ventilate mode. A bag valve mask was used to ventilate the patient with visual monitoring from the physician.